Manufacturer narrative:
No instrument maintenance issues were identified. The customer used a centrifugation time of 5 minutes at 4000 g. Based on the customer's sample tubes, the recommended centrifugation times are 10 minutes at 1300-2000 g, 5 minutes at 3000 g, or 3 minutes at 4000 g. A specific root cause could not be determined; however, based on the information provided, the event is consistent with preanalytical handling issues.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6). The calibration and qc were acceptable. A general reagent issue was excluded. The alarm trace showed more than 120 sample-related alarms around the time of the events. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 2 patient samples on a cobas e 801 analytical unit. Sample 1: the initial result was 13 ng/l with a data flag. The repeated results were 8.33 ng/l with a data flag and 7.93 ng/l with a data flag. Sample 2: on (B)(6) 2025, the initial result was 58 ng/l with a data flag. The repeated results were 33.7 ng/l with a data flag and 33.8 ng/l with a data flag.